Event description:
It was reported that the customer stated during use for patient there was an air leak. The tracheostomy tube was removed and a pinhole in the balloon was observed. The tracheostomy tube was checked prior to use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested.